Event description:
Customer reported that the insulin pump was going through batteries quickly, after being dropped on the floor. The battery indicator did not show less than two bars. Customer did not know his blood glucose. Nothing further reported.

Manufacturer narrative:
No holsters received with the insulin pump. There were no unexpected low battery alerts noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. Slightly corroded battery tube and battery cap contacts noted were. The insulin pump was received with minor scratches on lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.